Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. Upon removal of the stylet, the stent came off the balloon. It was standard operating procedure opening and removing the stent from the packaging and protective hoop. This event occurred outside of the patient and therefore the patient was unharmed. A second stent was selected and deployed.

Manufacturer narrative:
Combination product: yes.